Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. Struts near the proximal end of the stent were raised. Strut rows at the proximal end of the stent were misaligned. There were kinks along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Reportable based on analysis approved on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. A non-bsc guide wire crossed the lesion and a 2.0x15mm balloon catheter was advanced for pre-dilatation. Next, a 2.25x24mm promus element stent delivery system (sds) was advanced but could not cross the lesion. No additional intervention was performed and no patient complications were reported. The patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.